Event description:
The customer reported the v3 lead signal us not being read by the unit.

Manufacturer narrative:
(B)(4). The customer reported the v3 lead signal us not being read by the unit. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.